Event description:
The following was reported: "connector was detached during monitoring and leakage was observed. Report only. Npr. Device was discarded at hospital."

Manufacturer narrative:
Device discarded at the hospital in (B) (6).